Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device overheating alarm goes off as soon as the device is plugged in. No patient injury was reported.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown. H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found enclosure and tank cover are cracked. Broken pole clamp and reflux plug. Outdated printed circuit board (pcb) and power switch. Functional testing found the overtemp alarm was out of calibration. After it was reset using the correct potentiometer on the pcb it alarmed only when it should. The root cause of the reported issue was found to be user interface - unit not calibrated properly. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).